Event description:
It was reported that the patient had a full revision surgery. The generator was replaced due to low battery, and the leads were replaced due to high impedance. The explanted devices have not yet been received for analysis. No additional or relevant information has been received to date.

Manufacturer narrative:
Describe event and conclusions; corrected data; supplemental MDR #1 inadvertently omitted information that was known prior to submission.

Event description:
The explanting facility¿s policy is not to return explanted products to the manufacturer, therefore the explanted products are not available for analysis.

Event description:
Clinic notes dated were received for referral for battery replacement. The notes state that the patient is having more seizures now up to 3 per day and vns may need new battery. Information was received from the physician that he believes the seizures are related to diminished battery and the patient is scheduled for replacement. The physician was asked to provide current settings, diagnostics and battery status but these were not provide by the physician. No surgical intervention has occurred to date. No additional or relevant information has been received to date.